Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient's shoulder was revised due to infection. A shoulder spacer was implanted. Patient was recovering from surgery in hospital and somehow dislocated his other reverse. He was reduced by surgeon with a closed reduction. Patient last known to be in stable condition. Dislocation stated in summary is captured in (B)(4).

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) it was reported that this male patient's left shoulder was revised due to infection. A shoulder spacer was implanted. Patient was recovering from surgery in hospital and somehow dislocated his other reverse. He was reduced by surgeon with a closed reduction. Patient last known to be in stable condition. Devices are not available. No additional information is available after multiple attempts.

Event description:
It was reported that this male patient's left shoulder was revised due to infection. A shoulder spacer was implanted. Patient was recovering from surgery in hospital and somehow dislocated his other reverse. He was reduced by surgeon with a closed reduction. Patient last known to be in stable condition. Devices are not available. No additional information is available after multiple attempts.